Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asduf063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported per received medwatch "patient with bard clearview slim 6fr single, proximal port-a-cath 72nd line day for chemotherapy. Power port tubing cracked at port site. Possibility for infection for this already immuno-compromised patient who is a candidate for bone marrow transplant. "

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A partially circumferential split was observed at the proximal luer/tubing joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the split. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. It appeared that an additional unidentified factor(s) also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of asduf063 showed no other similar product complaint(s) from this lot number. - attachment: [file 1571975.pdf].

Event description:
It was reported per received medwatch "patient with bard clearview slim 6fr single, proximal port-a-cath 72nd line day for chemotherapy. Power port tubing cracked at port site. Possibility for infection for this already immuno-compromised patient who is a candidate for bone marrow transplant. "

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A partially circumferential split was observed at the proximal luer/tubing joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the split. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. It appeared that an additional unidentified factor(s) also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of asduf063 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported per received medwatch "patient with bard clearview slim 6fr single, proximal port-a-cath 72nd line day for chemotherapy. Power port tubing cracked at port site. Possibility for infection for this already immuno-compromised patient who is a candidate for bone marrow transplant. "